Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: (non-return evalyation-log files)the root cause was determined due to a defective inspiration valve nt. (Return analysis-fa lab evaluation) return analysis visual inspection of the unit under test (uut) found the inspiration valve connector is damaged. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. After a 30 minute warmup, zero pressure calibration, circuit test, blower reference calibration, insp valve offset calibration, self test, and test base unit were performed and passed without issue. Bellavista unit ventilation was cycled with default ventilation settings for 1 hour and functioned as intended with no alarms or warning messages. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as intended with no alarms or warning messages. Power was cycled 10 times and the bellavista vent functioned as intended with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab.no performance issues were found. As a resolution, vyaire initiated insp. Block replacement.

Event description:
It was reported to vyaire medical that the bellavista1000e us had tf 401 - inspiration valve or device leaky. No information for patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Log shows alarm tf 401, per the flow chart recommended checking the o2 sensor is snug and resetting the vent 10 times since insp valve test error 3. Advised to replace the unit insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.